Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that her pump would not rewind and did not deliver insulin on monday, ((B)(6) 2022). Therefore, she experienced diabetic ketoacidosis that morning when the pump was alarming with insulin flow block. Her blood glucose level was above 600 mg/dl, which they tried to treat with a manual injection of insulin and plugged pump back in, but she had issues with insulin flow block again. Moreover, she tested herself for ketones and was positive. On (B)(6) 2022, at 16:00 hours, the patient was admitted to the hospital due to high blood glucose level strokes, with blood glucose level of 150 mg/dl. Moreover, the patient changed the infusion set on (B)(6) 2022. During hospitalization, the patient received manual injections and insulin drip intravenously as corrective treatment. On (B)(6) 2022, the patient was released from the hospital. No further information available.